Event description:
After firing a staple line on the colon with another device the eea was inserted and fired. The day after the surgery, confirmed a leak from the staple line. A re-operation was performed and the anastomosis was redone. Procedure: low anterior resection